Event description:
It was reported that pump issued a cartridge alarm 20 and that similar cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed.